Event description:
It was reported that the patient with this pacemaker device exhibited low amplitude and oversensing on the right ventricular (rv) channel. Threshold values were normal however patient felt symptomatic with the rv pacing due to auto capture and the daily thresholds. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.